Event description:
During the procedure the catheter was unable to connect due to the "one time use catheter" error message. The catheter was replaced which resolved the issue. There were no adverse consequences to the patient.

Manufacturer narrative:
Fsca number: 3005334138-3/22/22-001-r.

Manufacturer narrative:
The returned device was inadvertently programmed during manufacturing, consistent with a loss in contact force functionality and with the reported event.